Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. Adverse event related to patient condition.

Event description:
The cone of 15-8523/56 was broken in the patient on (B)(6) 2021.

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
The cone of 15-8523/56 was broken in the patient on (B)(6) 2021.

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
The cone of 15-8523/56 was broken in the patient on (B)(6) 2021.